Event description:
A customer contacted baxter's technical service center to report having a system error 2419 alarm with the homechoice (hc) machine during dwell 4. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to cycle power to clear the alarm. The hp stated there was water on his table. The tsr assisted the hp to end therapy and advised him to use manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated the source of the water was a leak that came from the cassette. Per the hp the leak came from the portion of the cassette that was in the cycler. The hp did not know how the leak occurred. The hp explained that he discarded the sample and did not know the lot number. The hp stated he received a new cycler and was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.